Event description:
Patient presented to the physician with redness and soreness at the chest incision site. Physician noted drainage from the site when pressure was applied. An infection was identified, and antibiotics were prescribed.